Event description:
The report indicates that approx 4 minutes into bypass, blood leakage was noted from the exhaust port. The clinician suspects fiber leakage. The device was changed out with no pt compromise. The device will not be returned for complaint analysis.